Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The blood glucose level was high for less than one hour which was treated using insulin pump. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.